Event description:
This report is being filled as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment. While troubleshooting the alarm, air was observed leaking into the circuit at the saline t bond site. Rinseback was not performed due to air in the line, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The operator observed air in the arterial line indicating that the cycler alarmed appropriately. The exact cause of air in the circuit cannot be determined, however, the system passed the prime and alarms test prior to initiating treatment which suggests that there was no problem with the cartridge at that time. There have been no similar problems reported for this lot of cartridges. Facility staff has been notified of the event. Nxstage medical considers this report closed and will continue to monitor as part of the routine complaint process. No additional information will be provided.